Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. (B)(4). Tightness test to the samples received from stock has been performed and the units are tight. We have tested the needle attachment strength of the samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep): 1.73 kgf in average and 1.23 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum) needle attachment strength results before releasing the product were 2.17 kgf in average and 1.21 kgf in minimum and fulfilled ep requirements. The needles of the closed samples received from stock have also been tested for bending strength and the result fulfills the product specifications: 34.73 nxcm (minimum bending strength specification for this kind of needle: > 30 nxcm). As stated in the precautions of the instructions for use of the product, care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Reshaping needles may cause them to lose strength and be less resistant to bending and breaking. Reviewed the batch manufacturing record, there were no incidences reported regarding these issues and the results during the process fulfil usp/ep and b.braun surgical requirements. According to the results of the tests realized to the samples received from stock and the batch manufacturing record review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client reported that during a postpartum perineal suturing performance, at the last stitch on the skin, the needle detached from the thread and the needle was found bent in the right rectal ischio. An incision with the scalpel had to be performed to retrieve the needle. No further information has been provided.